Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l69144, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
It was reported that in (B)(6) 2015 the catheter ¿snapped¿ approximately 1 inch away from the pump and pushed its way through the patient¿s abdomen. The patient was able to see the catheter coming a quarter to an inch out of the abdomen. 5-10 days prior to the patient seeing the catheter sticking out of the skin it had been aggravating him. In (B)(6) 2015 the patient¿s pump was removed and not replaced. Following the pump removal, the patient had not been able to get much pain relief. The patient stated that he was either overmedicated or undermedicated with his oral medications. The patient was taking 15mg of oral morphine immediate relief and 15mg tabs of oral morphine extended relief. 15mg of morphine would hold the patient for 3-3.5 hours. The past few days prior to the report the patient had been to the emergency room (ER) on 2 different days. On the evening of (B)(6) 2015 after returning from the ER around 1:30am the patient could not get comfortable and called the ER physician¿s ER number. The patient was told to go back to the nearest ER. The patient no longer wanted to deal with the managing physician. Patient outcome was unavailable at the time of the report. The device system had delivered morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).